Manufacturer narrative:
Section e1 initial reporter phone: (B)(6). The intellanav mifi open-irrigated catheter was evaluated by boston scientific. The device was returned with no reported device failure allegations. However, when the device was returned for analysis, product investigation showed that the device has a cut in the shaft near the distal end of the catheter. Functional testing showed that the steering knob and the tension control knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism.

Event description:
The device was returned with no reported device failure allegations. However, when the device was returned for analysis, product investigation showed that the device has a cut in the shaft near the distal end of the catheter. Functional testing showed that the steering knob and the tension control knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism.